Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced a hyperglycemic event on (B)(6) 2026. The patient blood glucose level was high and the patient was treated using the insulin pump. No further information available.